Event description:
The attorney alleges: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with incisional and umbilical hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿the hernia sac was identified and entered and excised from the fascial shoulders and removed from the field as specimen. A bard composix e/x mesh (device #1) was placed on the undersurface of the anterior abdominal wall using sutures placed away from the fascial shoulders of the hernia defect and brought out through very small separate stab wounds and tied down.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of composix e/x mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿a large recurrent ventral defect in the midline. There were multiple sheaths of adherent mesh to the patient's underlying abdominal wall. The previous pieces of mesh were then removed in their entirety. Then a bard flat mesh (device #2) was then cut to the appropriate size and placed in a retro muscular sublay position anchoring the mesh superiorly.¿ attorney alleged that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of composix e/x mesh, patient was diagnosed with hernia recurrence, pain and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-oct-2008) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The attorney alleges: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix e/x.. The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x.. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."